Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up when the device was post-sensed t-wave oversensing on the ventricular channel. The oversensing was noted in a vt-1 episode. Programming changes were made. The physician will follow up with patient in 6 months.